Manufacturer narrative:
The sample has been returned to arrow. The co's examination and testing of the device failed to confirm the user's complaint. A guide wire was passed through the central lumen with no resistance encountered. The intra-aortic balloon was pump tested for 30 minutes at various heart rates, with no pump alarms being triggered.

Event description:
It was reported that after approximately 20 minutes of use, there was a loss of waveform an the iab was removed. There were no pt complications.